Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 402 mg/dl. Customer was not using insulin pump from last eight hours. Customer switched from their new device to old device instead of manual injections. Nothing was found in old insulin pump`s history. No further patient complications were reported.